Event description:
It was reported that an ilet device was dropped, resulting in a cracked touchscreen and a nonresponsive display, and the user synced data prior to shutdown. Symptoms included no injury. Outcomes included device interruption requiring replacement. Investigation included complaint handling and device return for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with an impact event. It was concluded that the event resulted from accidental damage and not a device malfunction.